Manufacturer narrative:
H.6. Investigation: bd had not received samples, but two photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing label info with the incident lot was not observed because this is the design of the product label. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to "identify" a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced no label or missing label information ( all packaging levels) . The following information was provided by the initial reporter. The customer stated: the customer is missing item number 368609 on the cannula. The customer ordered article 368609 and received article 368607 (USA product). There is already a complaint about this. In comparison, he noticed that the article number is on the cannula on the cannula 368607 and on the europ. Article 368609 does not have the article number on the cannula.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced no label or missing label information ( all packaging levels) . The following information was provided by the initial reporter. The customer stated: the customer is missing item number 368609 on the cannula. The customer ordered article 368609 and received article 368607 (USA product). There is already a complaint about this. In comparison, he noticed that the article number is on the cannula on the cannula 368607 and on the europ. Article 368609 does not have the article number on the cannula.